Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), when connecting the driveline tubing to the iab pump console, the pump was unable to recognize the correct iab volume, showing 2.5 cc instead of 40 cc. As a result, they disconnected and reconnected the iab connector, but it was impossible to have a correct iab volume reading. "During fos zeroing, it was impossible to perform zero, the iabp displayed "unable to autozero". Manual zeroing was not performed, and they switched to standard fluid filled use." As a result, "the iab was discarded and another new one was successfully inserted." There were no reported patient complications. A request was made for more information about the event.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.